Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08613. It was reported that an error code occurred during aspiration. An avx® thrombectomy set was primed for a thrombectomy procedure and inserted into the target vessel. After approximately 2 seconds of aspiration, a check saline error code occurred. At this time a saline leak at the pump was noted. A second avx® thrombectomy set was selected and the same thing occurred. The procedure was completed without use of angiojet. There were no patient complications reported and the patient was treated without incident.